Event description:
It was reported that a malfunction alarm occurred after the pump got wet during a swim in a lake. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer decided to use their other pump to address bg and administer correction injections via multiple daily injections (mdi) as needed. The customer reverted to an alternate method of insulin therapy.